Manufacturer narrative:
The sensor replacement alert was first presented to the user on (B)(6) 2024, day 117 after insertion. The sensor was tested in-house, and the review of investigation analysis revealed a loss of chemical performance. The system correctly disabled the sensor when it detected the performance failure, and the system's self-test functions were working normally. The root cause of the performance failure was due to the sensor's hydrogel oxidation. As part of resolution, a return material authorization was issued for sensor replacement. No further resolution was necessary for this complaint. B4: date of this report march 31, 2025. D9: device available for evaluation? Yes, on march 12, 2025. G3: date received by the manufacturer? March 31, 2025. H3: device evaluated by manufacturer? Yes. H6: medical device problem code updated to 1480. H6: type of investigation updated to 10. H6: investigation findings updated to 3231. H6: investigation conclusions updated to 4307.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 01 january 2025, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.